Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the dynaflex device caused or contributed to the patient's symptoms. This event is being filed as an MDR as the patient reported an allergic reaction while a dynaflex product was being used.

Event description:
Patient had allergic reaction to something after being debracketed. It is unclear whether or not it was caused by the aligners.